Event description:
Initially reported as: "no info". Follow up revealed: gastric volvulus (abnormal rotation of stomach around its axis). The event description listed: "slippage".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 24/jun/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."